Event description:
On (B)(6) 2010, pt reported insulin leaked inside the cartridge compartment of the infusion device. Blood glucose elevated as high as 400 mg/dl as a result. Pt delivered boluses to correct hyperglycemia. Normal blood glucose is 80-135 mg/dl. Pt had changed the insulin cartridge on (B)(6) 2010 and was not certain if the cartridge was removed correctly. The cartridge plunger was not stuck on the piston rod. Blood glucose elevated to 389 mg/dl at 4 pm, and she noticed the moisture inside the cartridge compartment. Pt removed the cartridge, dried the inside of the compartment, and reinserted the cartridge. Blood glucose remained in the 400 mg/dl range, and pt decided to switch to backup infusion device. Pt was advised to let infusion device air dry. F/u was completed on (B)(6) 2010, and pt reported the cartridge compartment was still wet with insulin. Infusion device was replaced and requested for eval. Cartridge and adapter were discarded. The pt did not require treatment from a healthcare professional or second party to address the issue. F/u was completed, and pt reported her blood glucose returned to normal range.